Event description:
On (B)(6) 2010 pt reported air bubbles form after a couple of days of using the insulin cartridges. Reviewed how pt changes her cartridges. Educated pt on attaching the infusion adapter and infusion tubing before inserting the insulin cartridge. Pt stated several small air bubbles form at both the tip and bottom of the insulin cartridge. Verified that there were no air bubbles in the cartridge at the time of the call. Pt reported receiving an error message displayed on her infusion device; did not know what it meant. Reviewed alarm history; error message was an e3 (automatic off) alert. Educated pt on the nature of this message. Recommended she verify the time frame was correct. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.